Manufacturer narrative:
Evaluation, results: inherent risk of procedure; evaluation, conclusion: user error contributed to event. (B)(4).

Event description:
An attempt was made to use a scuba co-cr stent in a patient. The device was inspected and prepped prior to use with no abnormality noted; however, it was reported that the physician tried to advance the device through the cook 6f introducer sheath, resistance was felt. The physician tried to use other instrument to put the scuba device into the sheath but unsuccessfully and the stent became deformed. It was reported the stent was dislodged and was implanted at site of dislodgement (not to target lesion). A complete se was used to complete the procedure. It was reported that the event did not affect the patient.